Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, and a replacement device was arranged along with user guidance on shutdown, data sync to the mobile app, continuation of cgm use via dexcom app or receiver, and the need to complete a full startup on the replacement. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no alerts or alarms. Investigation included review of the user report and facilitation of device replacement with return logistics. Investigation of this device confirmed and revealed a nonfunctional user interface button consistent with a hardware control failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure unrelated to user error.